Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a fractional flow rate interventional procedure. Reportedly, resistance was felt during advancement of the thumb advancer. The starclose se device would not deploy. The safety release mechanism was used to remove the device. Inspection of the starclose se device by the physician after it was removed from the patient showed the clip mangled and sitting within the shaft. Hemostasis was achieved by applying manual arterial compression and a femstop device. The patient was in the recovery room for 10 hours (usually released after 3 hours) due to the issue with the starclose se device. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device not returning, reportedly discarded. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the difficulty deploying the thumb advancer or failure to deploy the clip; however the treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned for analysis; however, abbott vascular (av) confirmed the reported issue related to sheath splitting. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch #2024168-2017-00941]. The abbott internal recall number is 2024168-2/3/2017-001-r. Av implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.